Event description:
A patient contacted to report he/she developed an acanthamoeba corneal ulcer in the right eye in 2007. The patient was wearing acuvue 2 brand contact lenses. The patient was wearing lenses on a daily wear schedule, replacing the lenses every "30 or more days." The treating doctor was contacted and explained that when treatment was started, the patient had already lost the vision in the right eye. The patient was treated with the following medications: brolene, biguanida, clorexidina, cetaconazol, combigan, maxidex. The patient's treatment is ongoing. The patient developed a level 3 cataract. The patient will require cataract surgery and a corneal transplant. The patient discarded the product and did not know the lot number. No additional information is available at this time. Any additional information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.